Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death for another indication. It was reported the patient had respiratory failure but this was not medically confirmed. The cause of death was unknown. It was reported pd therapy was ongoing at the hospital as the patient was using the hospital¿s hc device, however; it is unknown if the patient was on the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unspecified date in 1933. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported event of death. Should additional relevant information become available, a follow-up report will be submitted.